Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient presented in the clinic with 2 channels with high impedance, one channel with raised impedance and 4 channels involved in short circuits. Previous in-situ measurements taken a year ago showed normal results. No infection or trauma has been reported. The contra-lateral side works within specification. The patient was reprogrammed for the 6 viable channels and was able to use this map. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient presented in the clinic with 2 channels with high impedance, one channel with a raised impedance and 4 channels involved in short circuits. Previous in situ measurements taken a year ago showed normal results. No infection or trauma has been reported. The contra-lateral side works within specification. The patient was reprogrammed for the 6 viable channels and was able to use this map. A device assessment is to be arranged in the coming weeks.